Manufacturer narrative:
Lot number, expiration date have been updated with the relevant device information.

Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the dbs system with a competitor's system. The patient's condition was reportedly 'okay' following the surgical intervention.

Manufacturer narrative:
(B)(4). (Device product code) is only populated for esubmission purposes. This device is not approved for sale in the USA, but is similar to a USA marketed/approved device sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) received a dbs system for dystonia. It was reported the patient experienced myoclonic seizures when the programmer wand approaches the ipg. The patient underwent surgical intervention for this issue as reported in reference MFR. Report: 1627487-2015-08131 wherein the ipg was explanted and replaced. However, the issue recurred as of (B)(6) 2015 with the new ipg. The seizures reportedly occur above a particular amplitude setting. Multiple programming steps were attempted to no avail. Surgical intervention is planned as the next course of action. Per the physician, the myoclonic seizures are unrelated to the patient's dystonia. (Lot number, expiration date) and mfg date are unknown at this time.